Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th may 2026, it was reported by an arthrex employee via email that for an ar-3740sp, double loaded knotless knee fibertak® anchor, self-punching 2.6 mm, ve5, after driving in the anchor, the fixation was checked by pulling. It was fixed without any problems, but when tightening the knotless loop, the anchor came out and it became unusable. This was detected during use in a let procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. All of the product/fragment was removed and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.